Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. A review of the device history record for the affected product/lot number combination was conducted. No discrepancies were observed. The product was manufactured prior to the implementation of a corrective action to address the reported failure mode. Since the implementation of the corrective action, the failure mode has not been seen for this part number. A review of the historical nonconformance documentation for the product/part number combination revealed no discrepancies. The most likely root cause of the reported failure can be traced to the design of the window profile, basically due to the window depth being below the cutter tube centerline. This causes the tip area of the product to be more prone to breakage when applying high amounts of force to the product during use. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the blade broke off into the pt. It was further reported that the doctor was able to recover the broken piece.